Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure the physician noted some extra difficulty advancing the delivery system through the 16 fr esheath, but it was able to be advanced. The valve was successfully implanted. After removing the devices, the patient's puncture site had some extra bleeding and required an extra closure device. No additional patient complications were reported. It was clarified that there was no difficulty inserting the sheath into the patient. The angle of insertion of the sheath into the patient was not sharp. Post deployment, there was no difficulty retrieving the delivery system through the sheath tip and no device damage was observed upon removal. When the 16 fr esheath was being removed, the inner lumen (liner) was found to be split/fully opened from the semi expandable portion to the tip of the esheath. There was no resistance or difficulty noted when withdrawing the sheath out of the patient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the sheath shaft was curved, the liner was fully expanded and torn for the entire length, the distal tip opened as designed, there was stretching noted along the sheath shaft and torn liner, starting 5'' from distal end of strain relief, with a length of 2.5'', and the liner strand at the proximal end of the stretched hdpe region, approximately 1/16'' in length. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. Imagery was provided by the site and revealed the patient's right access vessel had the presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for resistance between devices, sheath liner torn and liner strand were confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''physician noted some extra difficulty advancing the delivery system through the 16 fr esheath, but it was able to be advanced.'' Per evaluation of the returned device, sheath shaft curvature was observed which may be indicative of access vessel tortuosity. Additionally, per review of the provided imagery, calcification and tortuosity were observed in the access vessel. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity, as was observed during product evaluation. Calcification can create a constrained condition on the sheath and reduce the vessel lumen diameter, leading to increased resistance. In addition, calcification and tortuosity can result in the creation of sub-optimal angles during delivery system advancement, leading to resistance, due to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can also damage the exposed portion of the sheath liner. Sharp calcified nodules within the access vessel can weaken or damage the sheath shaft and/or liner through direct contact. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. In addition, tortuosity can create suboptimal angles during delivery system advancement or withdrawal through the sheath. This can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The delivery system, balloon catheter, or crimped valve can potentially catch onto the liner of the sheath and lead to liner tears during advancement or removal. The technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. Per this technical summary, patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.